Event description:
The customer accidentally dropped the pump and does not hear beeps when bolusing or if pump alarms. Advised customer to have back up plan of manual injection. Performed a self-test and the beeps were not audible.